Event description:
During a coronary drug eluting stenting treatment procedure the shaft broke. The physician was placing a 2.5x12mm taxus express2 drug eluting stent into an unknown coronary vessel when the shaft broke outside of the pt. There was a lot of extensive pressure needed to advance the catheter forward. The procedure was completed with another device. There were no pt complications and the pt condition is ok.